Event description:
The tissue was found to be broken/torn inside the package upon opening the package. Approximately one inch was broken off of the end. The tissue was not used and no further complications were reported.